Event description:
(B)(6) study using the (B)(4) protocol which is quite consistent with pump thrombosis issues given a stable to non-diminishing lv end diastolic dimension despite increases in pump flow from 8000 rpm to 12,000 rpm.